Event description:
A consumer reported she experienced red, burning eyes, and she felt her vision decreased with use of this product. She stated a corneal specialist diagnosed "chemical burns on both corneas" in 2007 and treated her with preservative-free lubricant eye drops. She discontinued contact lens wear and product use. The consumer indicated on six days later that symptoms had resolved and her eyes felt good. She had previously used this product use. The consumer indicated on that day that symptoms had resolved and her eyes felt good. She had previously used this product long-term without difficulty, per the consumer.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has not been rec'd for eval. Evaluation of retention sample from lot 124350f was completed. No untoward effects or abnormalities in microbiology eye safety testing were identified and physical and chemical parameters conformed to release specifications. Batch records were reviewed and no deviations were identified. No similar reports for lot 124350f. Additional info was requested from the consumer on 09/20/07, 09/21/07, 10/03/07, and 10/08/07. Consumer provided additional info on 09/21/07. Information was requested from the ophthalmologist on 09/21/07 (2), 09/24/07, 10/08/07, 10/09/07 and 10/16/07.